Manufacturer narrative:
Internal complaint number: complaint- (B)(4). Device evaluation determined that the pump primed and flowed within specification. There was no issue found with the pump.

Manufacturer narrative:
Internal complaint number: (B)(4). Investigation results pending evaluation of device.

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The pump was subsequently explanted.